Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found to have been dislodged. During an attempt to reposition the lead, the helix would not extend properly. The ra lead was explanted and replaced without any further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was retracted with blood/dried body fluid noted in the housing and neck region. The lead passed resistance testing which confirmed it was electrically continuous. The allegation made against the lead could not be confirmed through product testing.

Event description:
It was reported that this right atrial (ra) lead was found to have been dislodged. During an attempt to reposition the lead, the helix would not extend properly. The ra lead was explanted and replaced without any further issue. No additional adverse patient effects were reported.